Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail separated from the cartridge. Customer did not pull the pigtail and reported adhesive failed between the pigtail and cartridge. Customer loaded another cartridge and resumed insulin delivery. Customer's blood glucose was 323 mg/dl.